Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hyperglycemia with a reported blood glucose (bg) of 1,550 mg/dl. Emergency medical services were called, and the user was transported to the hospital. The user was admitted and treated with intravenous insulin and discharged on (B)(6) 2025. The user reported believing that the pump had run out of insulin prior to the event.